Event description:
Complainant alleged that during biomed testing and routine preventative maintenance the device displayed a "defib fault 85" message. In addition, the complainant indicated that the keypad was not functioning. The complainant indicated that there was no pt involvement in the reported malfunction.